Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient stated that they ¿punctured¿ a vein on the arm placing the sensor, and when the experienced bleeding because of this, they went to the hospital. Three stitches were needed to stop the bleeding. No medication was provided. The patient stated they were on blood thinners around the time of the event and were advised by the healthcare provider (hcp) to stop for 3 days after the surgery. There was no report of further medical intervention. At the time of the report the patient was stable, but the arm was bruised. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.